Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure.